Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after the use of a bd eclipse¿ needle, the needle safety feature failed, resulting in a dirty needle stick. No medical intervention reported.

Manufacturer narrative:
Investigation results: 4 representative samples were returned in sealed package for investigation. The safety shields were found to be intact and passed safety shield fall off/break off test. Hence, root cause cannot be determined. Our quality engineer inspected the returned units and could not identify any manufacturing related defects. As a result, the root cause of the reported issue could not be determined. DHR review was performed and no abnormalities were found that could contribute to the reported defect. No non-conformance was observed on the returned samples. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.